Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, the right atrial (ra) lead exhibited several episodes of atrial lead noise, some resulting in auto mode switch (ams). The atrial lead noise was replicated by isometric maneuvers. No intervention or additional information were reported.